Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc promus element 3.50x32 mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc promus premier. A visual and microscopic examination of the stent found stent damage, with stent struts from proximal region lifted and pulled distally. The undamaged stent outer diameter within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 19 mm proximal to the distal end of strain relief with the manifold hub not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 4.0-4.5x30-32mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50x32mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and after withdrawal, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 4.0-4.5x30-32mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50x32mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and after withdrawal, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.